Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found loose contact in the rf (radio frequency) head cable during interrogation. Analysis also found the plastic anti-slip layer was ripped off the label of the rf head. The led (light emitting diode) window of the upper case of the rf head was cracked. (B)(4).

Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.